Event description:
It was reported that the balloon broke off from the hub before use. No patient complications were reported.

Manufacturer narrative:
We received one 4f 40cm fogarty occlusion catheter for examination. No packaging was returned. Examination of the catheter found it to be broken in half in two locations. The first break is at the distal edge of the gate-valve and the second is under the balloon latex. Further examination found the stylet wire to be stuck inside of the catheter. Twisting the stylet wire while holding the catheter, allowed the wire to be slowly removed from the catheter. Examination of the stylet wire found what appeared to be adhesive (hard and clear) over the stylet tip and also between the stylet tip. The balloon was removed from the catheter tip and the catheter tube was found to be broken in half at the inflation hole. All 3 of the other inflation holes were collapsed. The stylet outer diameter and stylet length were found to be in specification. Chemistry testing found the substance showed similar absorption characteristics when compared to poly n methyl acrylamide like material. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.